Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk), the device failed to discharge. Complainant indicated that the clinician obtained another device and paddle set to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not recevied the device for eval and this complaint is still under investigation.